Event description:
Report received of an overdelivery. The pt was reportedly receiving IV fluids of d5/0.45ns with mvi at 100ml/hr. It was noted that the pt's IV in the right antecubital space was leaking at 1700 and was removed. A new site was reportedly stated in the left hand and the IV fluids were resumed with a new 1000ml bag hung at 1850. The pump was reported to be alarming at 2220 (alarm specified), at which time the nurse noted that the infusion bag was completely empty. The nurse reported no signs of leakage from the bag/tubing and that the pt's linens were not wet. The nurse also checked with the cna to see if any "spills" had been cleaned up, and there were none reported. The pump was sent to the biomedical dept, and the tubing was discarded. A new pump and new tubing were used to resume the next bag of IV fluids. There was no reported adverse pt event as a result, and the md was not called. It was reported that no interventions were required. Though requested, there was no further info available.